Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer stated that the bristles keep falling off the wire of their proxabrush after they use it a couple of times. There is no injury and consumer was able to just rinse their mouth out to get the bristles out of their mouth.